Event description:
It was reported via phone call that the customer experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl at the time of incident. The customer¿s current blood glucose value was 136 mg/dl. The customer was unconscious and customer were experiencing symptoms like palpitations and sweating. Customer was give (B)(6) and food. Customer reported auto mode was automatically delivering insulin at the time of low blood glucose event. Customer uses auto mode. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege pump was over delivering. The customer was in the emergency room as a result of low blood glucose. Customer stated insulin was dripping out. Self test was passed by pump. The customer was assisted with troubleshooting and was advised to visit the emergency room. The customer will continue to use the device. Frn-mmt-332a-rsvr, unomed set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Ambulance was called. Customer was not taken to the emergency room. Customer reported that she changed the set on (B)(6) 2022 at 08:17pm and was disconnected during the procedure. However, about 2 hours later she noticed that the reservoir was no longer in the insulin pump. She then reinserted the reservoir while still connected to the insulin pump, without making a rewind and filling process. She noticed a larger amount of insulin was delivered and there were several low alerts. She ate 3 grams of carbohydrates but her blood glucose dropped below 40mg/dl and she became unconscious. Paramedics came on (B)(6) 2022 at 02:00 and stayed for half an hour. Paramedics gave customer cola and food. During troubleshooting, pump passed self-test, displacement verification test, and hp test (on second try). Customer received a pump error 53 during troubleshooting. No return was needed on the pump - indicating pump error 53 was fixed during troubleshooting. The insulin pump was used at the time of the incident. Per customer, auto mode was used. Per customer, sensor was used.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in b5 section of this report.